Manufacturer narrative:
An event regarding a disassembly issue of a specialty cup impactor was reported. The event was not confirmed. Method & results: -device evaluation and results: visual analysis showed the device was heavily used; however, the device was functional. -medical records received and evaluation: there was no patient involvement. This event occurred during a saw bones demo at the office. -device history review indicated all device accepted into final stock met specification. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded that the device was functional. The impactor was returned heavily used and the hex feature on the threaded screw was slightly worn on the edges. Review of similar complaints indicated the returned hex drivers were severely worn and slipped within the hex feature, causing the difficulty disassembly the impactor. While the hex driver was not returned with this complaint, it is likely this was the device that was worn and non-functional.

Event description:
No patient involvement. We were doing a navigated hip demo when the navigated curved cup impactor would not easily unscrew from the cup, not sure if the if it's the male or female end is slipping.

Event description:
No patient involvement. We were doing a navigated hip demo when the navigated curved cup impactor would not easily unscrew from the cup, not sure if the if it's the male or female end is slipping.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.